Event description:
Pharmacist was using the product as a new trial and during filling of the vial with the device, the filter wetted out and chemotherapeutic agent leaked out the filter. The leakage occurred under the hood and all participants were wearing the required protective gear. No chemo exposure occurred. Pharmacist reported no negative outcome to the participants.